Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was over delivering. Customer reported of delivering 3.0 units of insulin and found that an extra 3.0 units of insulin was delivered without prompt. Customer¿s blood glucose readings were not provided. Customer stopped using insulin pump due to incident and does not trust pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify possible over delivery anomaly due to blank display.